Event description:
Reportable based on device analysis completed on 01-nov-2018. It was reported that the tip of the guidezilla guide extension catheter was lifted up and the catheter was curved and kinked during the procedure. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a complete separation at the collar. Device evaluated by MFR.: the device was returned for analysis. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation at the collar with the ptfe completely pulled out from the collar, tip damage (misshaped), and distal shaft damage (flattened for a length of 31mm). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.